Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe failed to cut and actuate during a procedure. The product was replaced and procedure completed with no patient harm. Aspiration function is unknown. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot and the first for this issue for this lot. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. A block reader was then used to interrogate the radio frequency identification device (rfid) programmed information, which was found to be correct for the build lot of the rfids. The probe rfid connectors functioned per specifications. The root cause of the customer's complaint is the occluded drive line which is related to an error during the assembly process of the tubing to the probe. In order to mitigate the occurrence of this type of event, during the manufacturing process, in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. Quality in-process controls are in place to assist in mitigating this issue from occurring. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).